Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device with a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, the suture did not release from the suture bearing during device removal. The suture did not come off, even when pulled hard. Therefore, the suture was cut with scissors. A new prostyle device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that friable tissue may have contributed to the reported ¿suture did not release from the suture bearing during device removal¿. Friable tissue can result in the suture remaining in the suture bearing as the suture would not be adequately anchored to the vessel wall to provide the resistance required to pull the suture from the suture bearing during device removal post suture deployment steps 1- 4. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.